Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the complete lead was returned. Resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead was hospitalized after experiencing an inappropriate shock. It was determined this right ventricular lead was dislodged and located in the atrium. A revision procedure was performed, a decision was made to replace the lead. This lead was removed, replaced and returned for analysis. No further adverse patient effects were reported.